Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd vacutainer¿ sodium citrate blood collection tubes the tube underfilled. The following information was provided by the initial reporter: during a post marketing surveillance phone call, customer complained of having frequent sample underfill during collection with bd vacutainer¿ sodium citrate light blue top tube. Bd has not been contacted about this in the past. Customer would like to know if there is a solution to this. Customer stated that this only occurs when the citrate tubes are close to expiration date. No product reference number or lot number was provided. The customers information is below."